Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient's medical history includes copd, lung cancer, and current smoker. The biopsied lesion was 9 mm and in the right middle lobe. The distance to the pleura was 1cm. A pneumothorax was identified post-procedure via chest x-ray. The pneumothorax was 1.5cm in size and did not increase over time, and the patient was asymptomatic, but the physician opted to place a chest tube. No medication or oxygen was provided. The patient was hospitalized for two days and discharged home in stable condition. Per the physician, the ion system did not contribute to the pneumothorax, and a pneumothorax may have occurred with another biopsy modality. There is no allegation that an ion system, instrument, or accessory malfunction occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. A review of the brief case video provided by the customer confirms that an ion bronchoscopy with biopsy was performed. Standard tools were utilized including radial endobronchial ultrasound and fluoroscopy with nothing unusual noted. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring a chest tube and hospitalization. The patient was discharged home in stable condition.